Manufacturer narrative:
The insulin pump passed basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarms were noted. However, an unexpected motor noise was noted during the rewind. Analysis isolated to motor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they had a recurring no delivery alarm. The customer also reported that the piston was making noise. The customer's blood glucose was 420 mg/dl at the time of incident. The customer's blood glucose was 250 mg/dl at the time of call. The customer stated that they treated the high blood glucose with manual injection. The customer stated that the insulin did exit during plunger push and manual prime. The customer stated that they tried all remedies. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.